Event description:
The customer reported to olympus, the gastrointestinal videoscope had a physical defective bending section and insertion tube. The device was returned for evaluation. During the device evaluation, the nozzle had foreign objects inside was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found nozzle had foreign objects. The additional findings are as follows: water tightness was lost due to a pinhole on bending section cover, connecting tube had a scratch, distal end was not deformed, probe cover had a scratch, probe cover had a burn, scope connector cover unit had a scratch, suction connector had corrosion, suction connector had a scratch, protector of universal cord on suction connector side had a scratch, protector of universal cord on control section side had a scratch, universal cord had a scratch, image guide had a scratch, grip had a scratch, scope cover had a scratch, switch box had a scratch, switch 1 had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, upward/downward angulation control knob had a scratch, right/left knob had a scratch, control unit had discoloration, control unit had a scratch, forceps were not inserted smoothly due to a dent on channel tube, adhesive on bending section cover had a scratch, adhesive on bending section cover had a chip, bending section cover had a scratch, bending tube was deformed, the play of upward/downward knob was out of the standard value due to wear of the angle wire, bending angle in up direction didn't meet the standard value due to wear of the angle wire, connecting tube had discoloration, and monitor had a lack of image due to dirt on objective lens. The customer cleaned, disinfected and sterilized the device. The customer was not sure what the foreign material was. The customer confirmed there was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. There were no other concerns about the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series, chapter 3 preparation and inspection. Gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.